Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation, there was the possibility that this phenomenon was attributed to such as follows. - the failure of the locking function of the video connector socket due to the inappropriate user handling. - the connection failure due to the foreign materials were attached to the electrical contacts of the video connector socket.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the scope communication error b30 occurred on the subject device connecting with evis 180/190 series videoscope. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. Olympus europa se & co. Kg (oekg) checked the subject device and found that the reported phenomenon was not duplicated.